Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified and 99% stenosed proximal circumflex artery. A 2.5 x 23 mm xience xpedition stent delivery system (sds) was being used for direct stenting. The sds was placed in the lesion and prepped and then pressurized. The balloon ruptured at 8 atmospheres during the first inflation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough,sion blue; guide cath: jl3.5 7f heartrail. Incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prepare an inflation device/syringe with diluted contrast medium. Attach an inflation device/syringe to the stopcock; attach it to the inflation port of the product. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device/syringe of all air. Repeat steps until all air is expelled. Based on the reviewed information, no product deficiency was identified.